Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, after multiple positioning attempts, the lead was removed. The fixation mechanism seemed to operate fine but thresholds were elevated. Another lead was implanted. No patient complications have been reported as a result of this event.